Manufacturer narrative:
H6: code of fdc d02 is applicable for product ID: nim4cpb1, serial/lot #: p2127727/224756268. H6:previously applied code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). H4: manufacturing date for product ID: nim4cpb1, serial/lot #: (B)(6) is 20 july 2022. D1: brand name for product ID: nim4cpb1, serial/lot #: (B)(6). Is nim vital¿ patient interface 4 channel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op for electrode and probe placement procedure, the pi box was intermittently connecting to the system. The system displayed a message stating that "a software update needs to be installed on the patient interface before use." Performed a software update on the pi box and received a message stating "an error has occurred." Troubleshooting performed, pi box only has a wired connection , visible damage reported to the port on the pi box, the port was bent. There was no usb was present or used when attempting to perform the described software update. Procedure was completed with nim 3.0 console. There was no patient impact.